Manufacturer narrative:
E1: address line 2 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue that the battery compartment was damaged, and the battery compartment was replaced.

Event description:
It was reported that the battery compartment was broken. There was unknown patient involvement. Analysis of the device found that the downstream occlusion seal was damaged.